Event description:
It was reported that the customer replaced kit still not working. It is unclear if troubleshooting was performed or if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used). Per customer follow up information received via phone on 02sep2025, patient said the pw is not suctioning. Sn: (B)(6) tcm to send biobox. No medical intervention or patient impact reported. No additional information provided. Per additional information received via phone on 01oct2025, it was reported t/s done and all is well now.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was confirmed, cause unknown. The device did not meet relevant specifications. The product was used for treatment purposes. The product did cause the reported failure. Product labeling was reviewed for this investigation, and the labeling is found to be adequate as it states: failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days. "Although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick¿ urine collection system and is not covered under the warranty." The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional action is required at this time. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Customer replaced kit still not working. It is unclear if troubleshooting was performed or if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used). Per customer follow up information received via phone on (B)(6) 2025, patient said the pw is not suctioning. Sn: (B)(6) tcm to send biobox. No medical intervention or patient impact reported. No additional information provided.